Event description:
A us distributor reported that a patient's electrode belt did not pass a falloff test.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass a falloff test) was isolated to an open pulse lead-1 wire in the cable connecting ECG "c" and ECG "d". The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.